Event description:
It was reported that in (B)(6) 2013, the pump alarm had been alarming for six weeks. The patient had experienced an abnormal sensation over the last couple of years which the patient attributed to a malfunction of the pump. A dye study and rotor study were not performed. The pump and catheter were explanted per patient request and returned for analysis. The device was not replaced with a company product. Reportedly there was no patient injury and the patient recovered without sequela. This device system delivered pain medications. Additional information was requested. It was further reported that prior to the pump removal the patient had saline in the pump for six months. The patient has a follow up scheduled (B)(6) 2014 with the physician.

Manufacturer narrative:
Concomitant product: product ID :8709, serial# (B)(4), product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed eos due to time progression. Analysis of the catheter revealed catheter body dark residue occlusion in the dispensing holes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.